Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. The optic has a scrape/mark which was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 12.0 results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that after a patient had an intraocular lens (iol) implanted, he was unhappy with his vision. The lens was exchanged one month after initial implantation. Additional information was requested.